Manufacturer narrative:
Unit received with blank display due to electronic damage by moisture exposure. The motor assembly was found with moisture damage. Pump received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump got wet and is not responsive. Customer does not recall any significant events leading to the error, except that she jumped in the pool with it on. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for moisture in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.